Event description:
It was reported that an unspecified malfunction occurred. The patient stated that the unspecified cgm issue caused her to be hospitalized for four days. No failure mode, symptoms or treatment information could be obtained as the patient declined to provide further information. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).